Event description:
It was reported that during follow up, out of range lead impedance was observed. Impedance was tested and found to be normal prior to explant, and lead tested normal with system analyzer. Device was explanted and replaced. Patient condition was good.